Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurses had complaints about liquid on the pads after approximately 18 hours into therapy in arctic sun device. They wanted to leave the device in manual control over night off the patient, to see and remove the potential sources of the liquid such as ventilator condensation, urine or patient factors, IV fluids, etc. The manual control was set to 34c for a duration of 72 hours. When they drained the water from the device, it was tea colored. Checking the diagnostics off the patient: water flow rate was 1.4 l/min, inlet pressure was -7.1psi, circulation pump command was 42 percentage, mixing pump command was 0 percentage, heater command was 100 percentage, water reservoir level was 5. There were few bubbles in the clear clamps. Need to confirm the device specifications look okay prior to starting manual control test. Confirmed the diagnostics on the device are within specifications and seem to appropriate for use. Discussed clinical reasons for liquid being on pad surface. Informed marketing manager to ahead and route this through field assurance for capturing.per follow up information received via mail on 15jul2026, the biomed called when on site to get feedback from helpline to make sure diagnostics looked ok on the device when we were watching the customer set it up. There was no leaking observed on this pad that we connected for training purposes - they were not treating a patient on the arctic sun device.